Event description:
Boston scientific crm received information that in (B)(6) 2005, this patient's competitive right ventricular lead(4017/(B)(4))had sustained insulation damage during open heart surgery. Therefore, the lead was removed from service, surgically abandoned and replaced with another competitive lead(5076/serial number unknown). In (B)(6) 2006, this replacement lead became infected and a revision procedure was performed. The boston scientific pacemaker(1291/(B)(4)), atrial lead (438-10-45/(B)(4)) and the competitive right ventricular lead were all removed from service. A new system was implanted a few days later. No other adverse events have been reported.

Manufacturer narrative:
This issue will be re-evaluated if additional information is received.